Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The power switch was found to be damaged with a cracked protective cover and the plastic cap torn off. During the evaluation of the device, the service technician also found the ac inlet was damaged. These issues are suspected to be caused by user-induced impacts such as excessive force or drop, or failures due to aged deterioration since the device has been in-use for approximately 18 years. The device was returned to the customer unrepaired, per the customer¿s request. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported to olympus that the power switch was broken. The power switch still functioned, but was cracked, with a sharp edge and an exposed internal part. The issue was found when preparing the device for use. There was no patient involvement.